Event description:
Per the clinic, the device was explanted due to balance issues and other unspecified reasons. The device was explanted (B)(6) 2012. There are no plans to implant the patient with another device as of the date of this report, march 26th, 2012.

Manufacturer narrative:
This report is filed on (B)(4) 2013.

Manufacturer narrative:
(B)(4).